Event description:
The user reported getting abnormal probe sucking alarms followed by zero results on five patient samples. Only the following patient example for total protein was provided and determined to be discrepant. The initial result gave 7.3 g per dl. The tech performed corrective maintenance to remove gel contaminant from sample probe introduced from the patient sample tubes and then reran the samples. The repeat result was 5.9 g per dl. The sample was repeated a third time with a result of 7.4 g per dl. The user refused a service dispatch as she could see gel floating in the patient tubes and stated the root cause was already known. No subsequent actions were taken or any patients affected as no results were reported out.